Event description:
A report was received that the patient had difficulty charging. The physician believed that the ipg was tilted and this tilt was causing charging difficulties. The patient will undergo a pocket revision.

Event description:
A report was received that the patient had difficulty charging. The physician believed that the ipg was tilted and this tilt was causing charging difficulties. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.